Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Olympus was not able to reproduce the customer's reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. E1: (B)(6).

Event description:
It was reported the gastrointestinal videoscope experienced a whiteout image. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to update h4 - device mfg date, see h4 for more details.

Event description:
No new information from the customer.